Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, reservoir tube lip, and battery tube threads. Unit received with minor scratched display window and missing end cap sticker. (B)(4).

Event description:
The customer's parent reported via phone call that the customer fell into the pool with his insulin pump on. The buttons on the insulin pump were unresponsive. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.